Event description:
The customer contacted philips to report that the co2 functionality failed calibration on this defibrillator. There was no patient involvement.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.